Manufacturer narrative:
The ventilator's evaluation and repair have not yet begun. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator alarmed, the display became blank, and white smoke was released from the device. The patient was transferred to another ventilator. There was no reported patient injury.